Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products: associated mdrs #1225714-2014-03472 and 1225714-2014-03473.

Manufacturer narrative:
Add'l review of the info received from the initial reporter has led to the conclusion that the pt expired subsequent to the event. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-03472 and 1225714-2014-03473. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The pt expired subsequent to the event.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6), 2008 after the use of the product.